Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked and the outer packaging was damaged. The following information was provided by the initial reporter, translated from chinese to english: "the outer packing was damaged and the barrel was cracked"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/13/2021 h.6. Investigation: it was reported the outer packaging was damaged and the barrel was cracked. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. He sample came with an opened packaging flow wrap. The flow wrap has an orange label that does not belong to the manufacturing site. A visual inspection was performed and the syringe barrel has a 2" crack that starts at the barrel flange. No other defects or imperfections were observed. The photo provided shows the sample received. For a damaged part defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringe. A device history record review was completed for provided material number 306595, lot number 0343413. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush" normal saline syringe barrel was cracked and the outer packaging was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the outer packing was damaged and the barrel was cracked".